Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unk. Strip code unk. Strip storage: unk. Symptoms: no symptoms. The pt's family member reported that pt was unable to obtain a result from the meter. The meter allegedly was prompting "error 2". A result of 50mg/dl was documented. The source of the result is unk. There was no result obtained from any other source. There was no comparison between pt's meter and any other device. There was no treatment. The pt took medication without knowing blood test results. No further info has been reported.